Event description:
A pt experienced exposed material after being treated with a urethral bulking implant. Additional information has been requested. No further information or complications have been reported.